Event description:
The reporter alleged that the pump was not recording boluses in the pump history. A review of the bolus history indicated no boluses on (B)(6) 2011, one bolus on (B)(6) 2011, one on (B)(6) 2011, then no boluses going back until one on (B)(6) 2011, then no boluses going back until (B)(6) 2011, then no boluses until (B)(6) 2011, then no boluses until (B)(6) 2011. The reporter confirmed that there were boluses given on those days; the patient reportedly only bolused once a day for some days but the reporter confirmed that the patient did at least one bolus per day. This report is made based on the allegation that the pump bolus history may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump bolus history did not show any boluses being performed on (B)(6) 2011, (B)(6) 2011 through (B)(6) 2011 and (B)(6) 2011 through (B)(6) 2011. During testing a 10 unit normal bolus and a 10 unit audio bolus were performed and accurately recorded in the bolus history.